Event description:
It has been reported by our office, that a revision surgery was performed, due to breakage of a ceramic ball head 2 months after a trauma event, and 4.5 years after primary surgery.

Manufacturer narrative:
Na